Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the paravalvular leak (pvl) was severe. A maneuver was performed with a failed recovery loop. A post-implant balloon aortic valvuloplasty (bav) was then performed with a 22 millimeter (mm) balloon. The valve became flush with the ring again. Angiography and intraprocedural echocardiogram showed no pvl or signs of coronary obstruction. The residual gradient was 5 mmhg.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011697741); product type: delivery catheter system (dcs),  product ID evproplus-29 (serial: (B)(6) ); product type: heart valve medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an attempt was made to implant a second valve. Further details were not provided. It was reported that there was no injury to the patient. No adverse patient effects were reported. Additional information was received that during the valve implant, the valve ( (B)(6) ) was observed to be properly positioned and delivery catheter system (dcs) was retrieved without complications. After this, one of the edges of the prosthesis was observed higher than the initial implantation site almost inside one of the sinuses with paravalvular leak (pvl). A decision was made to implant a second valve ( (B)(6) ). As the second valve was attempted to be implanted, the second valve would not be able to pass through the first valve. Several attempts were made without success. It was decided to remove the second valve to use a snare to help with advancement, but at the time of removing the guidewire from the ventricle, the first valve was observed in its initial position. It was suspected that the movements of the ventricle system and the second valve moved the first valve towards the annulus. Transesophageal echocardiogram (tee) was performed and the first valve appeared in adequate position so it was decided to not implant a second valve.